Manufacturer narrative:
The device information provided in the initial report was incorrect. The correct device information has been provided in this report.

Manufacturer narrative:
The insulin pump was received with minor scratched display window, missing reservoir tube o-ring and completely broken off reservoir tube lip. The reservoir tube lip completely broken off and test reservoir will not lock/click in place. The insulin pump passed idle current test, run current test, self-test, off no power test, unexpected restart error test, prime test, excessive no delivery test, displacement test and rewind test. Analysis was unable to perform basic occlusion test and occlusion test due to completely broken off reservoir tube lip.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was 162 mg/dl at the time of the incident. The customer states their insulin pump recently broke. The infusion set will not stay in place because there is a crack. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.